Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed self-test and alarmed hardware low level failures. Customer¿s blood glucose was 113 mg/dl. The customer was reported that the insulin pump had multiple pump errors. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and rewind the insulin pump. The customer was explained that the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump error were noted during testing; however software error alarm is found in the formatted history file due to software error (filenumber = 32107, linenumber = 458), and hardware low level failures alarm is found in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly.